Manufacturer narrative:
Per tandem user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer refilled cartridge with 85 units of insulin. Tandem technical support educated customer regarding cartridge/insulin labeling (do not reuse cartridge). Customer's blood glucose was 274 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issue and resumed insulin therapy.